Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump's button's were unresponsive. Customer stated that insulin pump had keypad anomaly. Customer did not receive a stuck button alarm. Customers stated that numbers were not ramping on their own. Customer stated that the scroll bar was not moving with no input. Customer stated that minutes were changed. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. All buttons functioning properly. No button keypad anomaly and no number ramping up anomaly noted. (B)(4).